Manufacturer narrative:
(B)(4). The device has been requested and not yet received. The event is currently under investigation.

Event description:
It was reported that during a distal superficial femoral artery (sfa), balloon laser and stent procedure using a flexor ansel guiding sheath, the sheath tore in half at the end of the procedure leaving part of the tip of the sheath and a ribbon wire inside the patient. It is believed that the sheath tore as a result of calcium in the common iliac artery. The dilator was only partially inserted when the sheath was being removed at the end of the procedure. The device was being used over a benson wire. The patient was then transported to the hospital to have an open cut down of the iliac artery.

Manufacturer narrative:
Investigation - evaluation. A review of the complaint history, drawings, device history record, documentation, instructions for use (IFU), manufacturing instructions, trends, quality control and visual inspection of the returned device was conducted during the investigation. Visual inspection of the returned flexor ansel guiding sheath confirmed that the sheath was separated in two pieces. An elongated wire was noted at the distal end with 2.1 cm of bare wire exposed 7.7 cm from the distal end. The coating was noted to be rough 6 cm from proximal to distal end. The elongated wire at the proximal end was 3.3 cm in length. The internal sleeve, was compressed and exposed 2.9 cm at the proximal end and the sheath was wrinkled 1.9 cm from the proximal end. A document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided and results of the investigation, a definitive root cause of the reported event could not be conclusively determined. Clinical factors that may have contributed include the patient's pre-existing condition of peripheral artery disease with calcification of the common iliac artery, and the user attempting sheath removal with the dilator only being partially inserted (whereas the IFU instruct "¿ insert wire guide at least 10 cm past the tip of the sheath, ¿ insert the introducer dilator over the wire into the sheath, ¿ withdraw the sheath and dilator as a unit. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.